Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open proximal gastrectomy, 4 or 5 staples closest to the cut line of the middle part on the right side were unformed when it was used on the gastric body at the 1st firing. The locking lever was upper side. The device was used in turning the firing knob right side. The unformed staples were closed with a pean and additional suture was performed with suture thread (3-0 monocryl). The staple height was gold. There was no bleeding. After this event, an endocutter device was used to complete the case instead of the device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.